Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature article title : "outcomes of routine use of percutaneous access with large-bore introducer sheaths (>21f od) during endovascular aneurysm repair".

Event description:
It was reported through a research article identifying perclose proglide devices that may be related to: occlusion, thrombosis, hemorrhage, thrombectomy and surgical repair. Specific patient information is documented as unknown. Details are listed in the article, titled "outcomes of routine use of percutaneous access with large-bore introducer sheaths (>21f od) during endovascular aneurysm repair".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-034136.pdf].

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effects of occlusion, thrombosis, and hemorrhage are known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.